Event description:
The patient reportedly experienced difficulty expressing their words and transient weakness of their right leg. The patient was advised to turn their transmitter off and go to the hospital. The physician managing the patient's care was immediately notified. The patient went to the emergency room the evening of (B)(6) 2025. The trial devices were pulled without difficulty and an MRI was requested. As of (B)(6) 2025, the patient was still in the hospital and declined an MRI. The commercial team member has tried to contact the patient several times without success. No additional information is available at this time.

Manufacturer narrative:
The other adverse events issues issue questionnaire was reviewed for causes of the reported issue. Based on this review, implanting the device off-label, and implanting the device too close to the targeted nerve were ruled out as potential causes. The stimulator is used to treat pain. The cause of the reported issue is unknown. The investigation findings do not lead to a clear conclusion about the cause of the reported issue. Therefore, conclusion has been selected as unable to determine root cause. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in other adverse events issues. Other adverse events issue rates remain acceptably low; thus, a CAPA is not required. Other adverse events issue rates will continue to be tracked and trended.